Event description:
Synergy china registry. It was reported that an unknown adverse event occurred requiring coronary stent implantation. In (B)(6) 2020, the subject presented with unstable angina and was referred for cardiac catheterization. On the same day, the index procedure was performed. The target lesion #1 was located in the distal circumflex (cx) artery with 100% stenosis and was 20 mm long with a reference vessel diameter of 2.25 mm. The target lesion #1 was treated with pre-dilation and placement of a 2.25 mm x 20 mm synergy stent system. Following post dilation, the residual stenosis was noted to be 0%. One week later, the subject was discharged on aspirin and ticagrelor. On an unknown date and month of 2022, the subject was hospitalized on the same day and underwent coronary stent implantation. Medication was given and the subject was discharged on aspirin and ticagrelor. At the time of reporting, the outcome of the event was considered to be recovering/resolving.

Manufacturer narrative:
B3 - date of event: used the first date of the month of (B)(6) 2022 as it is the date of the latest reported sale in the interval history. E1- initial reporter phone: (B)(6).

Manufacturer narrative:
Corrected: b3: date of event. H6: patient code. H6: impact codes. B3 - date of event: used the first date of the month of (B)(6) 2022 as it is the date of the latest reported sae in the interval history. E1- initial reporter phone: (B)(6).

Event description:
Synergy china registry. It was reported that the patient underwent coronary stent implantation. In (B)(6) 2020, the subject presented with unstable angina and index procedure was performed on the same day. The target lesion was located in the distal circumflex (cx) artery with 100% stenosis and was 20 mm long with a reference vessel diameter of 2.25 mm. The target lesion was treated with pre-dilation and placement of a 2.25 mm x 20 mm synergy stent system. Following post dilation, the residual stenosis was noted to be 0%. One week later, the subject was discharged on aspirin and ticagrelor. In an unknown date and month of 2022, the subject was hospitalized and underwent coronary stent implantation on the same day. Medication was given and the subject was discharged on aspirin and ticagrelor. At the time of reporting the outcome of the event was considered to be recovering/resolving. It was further reported that the serious adverse event is coronary atherosclerotic heart disease not a coronary stent implantation as what was previously reported. It was in september 2021, the patient was hospitalized, and a stent was implanted in the proximal segment of the right coronary artery (non-target vessel) not in the distal lcx. The subject was discharged five days later.